Event description:
It was reported that "the staples jammed and did not come out from the stapler during use. Therefore, it was replaced with a new unit to complete the procedure. No injury to the patient occurred. When the user squeezed the handle as a test after the procedure, the staple came out and fired normally."

Manufacturer narrative:
Qn# (B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. Visual examina-tion of the returned sample revealed that the staples appeared severely misaligned and loose in the cover block. The stapler was returned with 7 staples remaining in the cover block, indicating that at least 28 staples were fired by the customer. The trigger was returned unengaged. There was evi-dence of use in the form of biological material present on the device. Proper functional testing could not be completed due to the severe misalignment of the staples. The pusher was unable to move forward in the cover block. The device was disassembled, and it was observed that the saddle spring was disconnected on one side of the cover block and was fully disconnected from the pusher. Die casting anomalies were discovered on the forming tool of the returned sample. No other defects or anomalies were observed. Nonconformance was opened to address the saddle spring disconnec-tion issue. The customer did not provide a lot number for this complaint, so no DHR review could be completed. The reported complaint of " misfire/jamming-staples not firing" was confirmed based upon the sample received. Visual examination revealed that the sample was returned with its staples se-verely misaligned and loose in the cover block. Proper functional testing could not be completed due to the severe misalignment of the staples. The pusher was unable to move forward in the cover block. The stapler was disassembled, and it was observed that the saddle spring was out of position on one side of the cover block and was disconnected from the pusher. Nonconformance - was opened by the manufacturing site to further evaluate this issue. No lot number was provided by the customer, so a DHR review could not be performed. It is important for the lot number to be reported, for a full device history review to be completed. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the staples jammed and did not come out from the stapler during use. Therefore, it was replaced with a new unit to complete the procedure. No injury to the patient occurred. When the user squeezed the handle as a test after the procedure, the staple came out and fired normally."

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be conducted since the lot number of the device was not provided. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. If the sample becomes available at a later date a follow-up report will be submitted with investigation results. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.